Event description:
Balloon burst.

Manufacturer narrative:
This catheter as well as two other catheters were all kept at the hospital over a few months time and then sent back all at once. Minimal info is available. Balloon burst was confirmed. This is usually consistent with inflation above the rated burst pressure. The report states that an inflation device was not used as recommended in the instructions for use.